Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 3/6 of their automated peritoneal dialysis therapy. Reportedly, an unused supply line of the homechoice set was left unclamped during therapy. Baxter's tsc assisted the hp in ending theapy early. Therapy was completed manually. No pt injury was associated with this incident, however, the hp was treated prophylactically with antibiotics as a result of this incident.